Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The leads pacing configuration was changed and the patient would continue to be monitored.